Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2011 device rrt<=2.6251 volt, and device eos reached 3 months after rrt. Weekly battery voltage trend data shows an abrupt decrease for min bat=3.147 to 2.54 volts between (B)(6) 2011 and (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2011 02:15:00. Battery voltage - long charge time eri: one - patient alert for excessive charge time on (B)(6) 2011 20:47:14. One - patient alert for charge circuit timeout on (B)(6) 2011 20:47:14.

Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected, and charge circuit inactive was noted. The patient was later found to be comatose, but this was determined by the physician to be related to complications following dental surgery. The device remains in use. No patient complications have been reported as a result of this event.